Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on information provided and per the physician, the reported unintended movement associated with clip opening during efaa appears to be due to the short posterior leaflet and mitral annular calcification on the posterior annulus. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a patient presented with grade 4 mixed mitral regurgitation (mr), mitral annular calcification (mac), and a short posterior leaflet for a mitraclip procedure. The clip was able to stay closed during establish final arm angle (efaa) during prep. After grasping the leaflets, pre-deployment efaa was performed and the clip was locked properly. The clip could not stay closed. The lock was checked in the left atrium (la). Troubleshooting was performed, but the lock could not stay engaged with the leaflets grasped. The physicians believe the clip opened due to the short posterior leaflet and mac on the posterior annulus. The procedure was discontinued with no clips implanted. There were no adverse patient effects.